Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer has been having issues with display. She noticed some of the display is not showing all the characters. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and to revert to back up plan.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector on the lcd board. The insulin pump failed self-test due to missing segments on the lcd board. All operating currents are within specification and passed a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.